Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump segment leak discovered when a nurse responded to an ail alarm during an unspecified infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report that a set leaked at the pumping segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.060 inches long. Visual examination under magnification showed no crush marks to the upper blue fitment. Functional testing was performed and a leak was observed coming from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.